Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes, cable connecting ECG a and b, cable connecting ECG c and d were pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable was completely severed and the j703 and j704 were pulled off of the distribution node (dn) pca. The root cause for cut cable was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.